Manufacturer narrative:
Correction: incorrect medical device brand name reported on initial MDR. Correction to medical device brand name -bd angiocath IV catheter. Our quality engineer visually inspected the photos and returned catheters and was unable to confirm the reported complaint because the needles were not sent in for evaluation. We were unable to determine a root cause for this incident based on the provided sample. A review of the device history record was performed and no other records of this defect were evident. The appropriate personnel have been notified and we appreciate you taking the time to bring this observed to our attention. We regret any inconveniences this incident may have caused you and your facility. Two units of adapter of angiocath 18g product. According to the analysis of the sample returned from the customer it was possible to evidence that there was blood residues inside of the one of the two catheters received, which proves that the product was used. According to the description of the complaint the cannula was clogged which did not allow the fluid to pass inside it, besides a small object found on the surface of the needle. According to the sample received from the customer, only the catheter was received and not the needle that is the possibly affected component. Therefore, this complaint could not be confirmed. DHR review: the claimed final product lot: 6218324 of the angiocath gn 18ga x 1.16in it was checked as occlusion tests of the needle, and no records of this defect were evidenced. No quality notification (qn) records for the claimed final product batch: 6218324 of angiocath gn 18ga x 1.16in as the defect clogged needle. Based on the investigation of this complaint, it was not able to assign a root cause for this issue.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI # (B)(4).

Event description:
It was reported that foreign matter was found in a bd angiocath¿ plus 18 g x 1.16 in. Resulting in a blockage of fluid during use. No report of serious injury or medical interventions reported.